Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73j1800542 was manufactured on 09/24/2018 a total of (B)(4) pieces. Lot was released on 09/28/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A half of a loose clip broken at the hinge was also returned. The cartridge and loose clip were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with the other half of the loose clip and no intact clips remaining in it. It could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clips broken in package" was confirmed based upon the sample received. One cartridge and a half of a loose clip broken at the hinge was returned. The cartridge was returned with the other half of the loose clip and no intact clips remaining in it. It could not be determined exactly how or what caused the clip to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that during a urological operation, the user, trying to load a clip, found that it had already been broken. Other clips of the cartridge were checked which were also broken. A new cartridge was opened instead to continue the operation. No clips fell in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a urological operation, the user, trying to load a clip, found that it had already been broken. Other clips of the cartridge were checked which were also broken. A new cartridge was opened instead to continue the operation. No clips fell in the patient.